Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient experienced bleeding. Patient removed sensor. Patient reported there were no marks on the skin and no other reportable events. No medical intervention was required. At the time of the call, patient reported in good condition.